Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels an unknown level. The patient stated that there supplies were shipped but stolen off there porch. No information was given on how the patient was treated and what symptoms they were experiencing. The patient was in the hospital for three weeks.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.